Event description:
Blood glucose measured 432 mg/dl at 1:51 pm, 248 mg/dl at 1:52 pm, and 161 mg/dl at 1:54 pm. Treatment information was not provided reportedly. A request was made for the return of the suspect product and replacement product was sent.